Event description:
It was reported that during a rotator cuff shoulder surgery the tip of the anchor (eyelet) broke off. The broken piece was retrieved out of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Complaint allegation is not confirmed. Upon visual evaluation, the eyelet did not have broken parts, it was noted some scratches around the edges. The suture and the bio screw did not have any damage. Functional testing between the driver and outer sleeve found that the two devices rotate smoothly. The method of bone preparation employed during the procedure, as well as the bone quality encountered, was not provided. The most likely cause can be attributed to improper bone preparation or prying/leveraging the eyelet during insertion.